Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/04/2019. Additional: two suture pieces of product code sxpp1a400 were returned for evaluation. During the visual inspection of two used sutures pieces, body fluids were noted. Damaged and missing barbs could be observed, condition caused by degradation of the suture. The end of the suture pieces was noted cut that appears to be use of a surgical instrument. The product code sxpp1a400 is absorbable suture and the sample was received used and the time of exposure that has the suture in the environment could not be determined and no functional test could be performed due to sample condition. The sample was retired on 63 days (9 week) after surgery at this time the absorption on the suture was correct since the device is completely absorbed by 210 days post implantation. The manufacturing records couldn't be reviewed as the batch number is unknown. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the initial procedure? (B)(6). What tissue layer was the stratafix symmetric suture used on? Fascia. Were any solutions used during closure (ie antimicrobial)? No. What medical intervention was performed for the infection, any systemic antibiotics prescribed? Unk. What was the date of the second procedure? Revision (B)(6). Can you explain ¿not been resorbed yet¿? Sutures looked like brand new.

Event description:
It was reported that a patient underwent hip tep procedure on (B)(6) 2018 and barbed suture was used. The patient experienced wound redness, fluid inflammation about 9 weeks post op. The patient was re-hospitalized and diagnosed with infection on (B)(6) 2018. An additional procedure was performed to open and rinse the wound. The surgeon opined that the suture had not absorbed and removed them. The current condition of the patient is unknown. Additional information has been requested.